Event description:
The article, "percutaneous mechanical aspiration of bioprosthetic tricuspid valve vegetation and thrombi in drug use-associated infective endocarditis", was reviewed. The article presented a case study of a 27-year-old male patient with a history of intravenous drug use. A 33mm epic plus valve was selected for implant in (B)(6) 2024 for bioprosthetic valve replacement for methicillin-sensitive staphylococcus aureus (mssa) endocarditis. The device was implanted. Approximately 6 months post-procedure the patient presented with dyspnea, cough and weakness. The patient admitted relapse into intravenous cocaine use. Laboratory results on (B)(6) 2025 showed anemia, elevated international normalized ratio (inr), and hyponatremia. Blood cultures confirmed candida dubliniensis. Computed tomography (CT) showed cavitating pulmonary nodules, pulmonary emboli, bilateral lower lobe consolidation, and retroperitoneal lymphadenopathy. Transesophageal echocardiogram (tee) on (B)(6) 2025 showed a large mobile vegetation on the prosthetic tricuspid valve, increased leaflet echogenicity, moderate-to-severe tricuspid regurgitation, and tricuspid stenosis. On the same day the patient underwent percutaneous mechanical aspiration (PMA) using a penumbra flash 2.0 system. Post-intervention the vegetation reduced by approximately 50%. Tricuspid valve mean gradient decreased. The patient initially improved with antifungal therapy and mechanical aspiration, achieving negative cultures, however after 6 weeks, repeat imaging showed a larger vegetation of the tricuspid valve with worsening stenosis and regurgitation. The patient admitted to ongoing drug use. The patient was transitioned to palliative care in august 2025. [The primary and corresponding author was tiffany furneaux, division of cardiology, health sciences centre, newfoundland and labrador health services, st. John¿s, newfoundland and labrador, canada a1b 3v6, with corresponding e-mail: tfurneaux@mun.ca.].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous mechanical aspiration of bioprosthetic tricuspid valve vegetation and thrombi in drug use-associated infective endocarditis b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.